Event description:
It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, chest pain and a blood clot occurred. "One year later, 64 slice cardiac scan reveals a blood clot. Physiologically collateral circulation was created during the year of post implantation. Chest pains did occur during the post implantation year while physiologically the heart compensated with slow development of collateral circulation."

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. As the batch number is unknown. A review of the manufacturing records could not be carried out. It is notable that there is no evidence that indicates the stent involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.